Manufacturer narrative:
Citation: nils perrin, md article title: thirty-day outcome following corevalve evolut r transcatheter aortic valve implantation: an all-comers prospective study journal title; revista española de cardiología (english edition) 2016, s1885-5857(16)30401-7 10.1016/j.rec.2016.11.024. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding clinical outcomes of patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between february 2015 and april 2016. The study population included 71 patients, predominantly male; mean age 83 years, all of whom were implanted with medtronic evolut r (serial numbers not provided). Among all patients adverse events included: mild - moderate paravalvular leak (pvl), permanent pacemaker implant, stroke, bleeding, acute kidney injury, valve embolization requiring surgical intervention, stenting of the right common femoral artery due to non-medtronic closure device failure. Based on the available information, all were attributed to a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.